Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the safety shield failed. The following information was provided by the initial reporter. The customer stated: "the eclipse needles shields are falling off during blood collection, creating a potential for a needle stick.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the safety shield failed and blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the eclipse needles shields are falling off during blood collection, creating a potential for a needle stick. Additional information received 12/12/2022: "needle disengages from hub when changing tubes; splatter of blood; needs to be re-stuck; potential for unintentional needle stick."

Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: it was reported when using the bd vacutainer® eclipse¿ blood collection needle the safety shield failed and blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the eclipse needles shields are falling off during blood collection, creating a potential for a needle stick. Additional information received 12/12/2022: "needle disengages from hub when changing tubes; splatter of blood; needs to be re-stuck; potential for unintentional needle stick" d.4. Medical device lot #: 2200659. D.4. Medical device expiration date: 2027-07-31. H.4. Device manufacture date: 2022-07-19. Annex a code: a050401.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the safety shield failed. The following information was provided by the initial reporter. The customer stated: "the eclipse needles shields are falling off during blood collection, creating a potential for a needle stick.